Manufacturer narrative:
H6 - device code: 1494, off-label use, acd < 3.0mm claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6; +2.5/+6.0/101 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023 as a replacement lens. It was indicated the patient still has low residual astigmatism but the patient does not want a laser touch up, there will be a check up in 3 months. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).